Manufacturer narrative:
(B)(4. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink secondary medication set separated from the drip chamber. This occurred when the nurse squeezed the drip chamber after spiking the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to the device was manufactured between 05-09-2018 to 05-10-2018. The device was received for evaluation. Visual inspection on the returned sample revealed a separation between the tubing and drip chamber. A dimensional test was performed and no deviation was found. During visual inspection, it was determined that the tubing was incorrectly inserted and the solvent was not properly applied during the insertion of the tubing into the drip chamber. The reported condition was verified. The most likely cause of the reported condition was an incorrect assembly during the manufacturing process step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.